Event description:
On (B)(6) 2013 salter labs received a letter from a patient stating that she felt the oxygen tubing presented a tripping hazard. In the letter, she went on to say she had broken her hip. It was not clear in the letter if the patient felt the tubing was the cause of the broken hip. The only patient contact information in the letter was her name and address. There was no phone number or e-mail address listed. A respiratory therapist at salter labs wrote a letter to the patient to determine if the patient felt the cause of the incident was the tubing, and to determine if the patient used a swivel connector. A response letter was received by salter labs on (B)(6) 2013. The patient confirmed she felt the broken hip was caused by tripping over tubing, stating that "one ankle got tangled in the 40 feet cord and broke my left hip on (B)(6) 2009." The respiratory therapist directed the patient to green tubing that salter labs manufactures so that the tubing may be more easily visible. The patient indicated in her response letter that she found the green tubing to be very helpful. The product in question was not returned for analysis. This is a final report.